Event description:
Pt with jaundice admitted and had an exploratory laparotomy and cholecystectomy. The biliary drainage catheter was exchanged 7 days later due to leaking. The catheter appeared to have fractured at the hub. The catheter was removed and a new one inserted.